Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Device history records could not be reviewed as the lot number is unknown. This device is used for treatment. Compatibility could not be assessed and a product history search could not be conducted as the part and lot numbers are unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient is experiencing sensitivity in the shin.